Event description:
It was reported that the patient was recovering from a replacement procedure and could not feel stimulation at 5.0v. It was stated that impedances were 'fine' in the operating room. When measuring impedances on electrodes 0/2, it showed 3700 ohms. Stimulation could also not be felt when using electrodes 1/3. Troubleshooting was done to address the patient not being able to feel stimulation. About a week later, it was reported that impedances read in the operating room 'although high, were within guidelines.' During the p ost-operative appointment, the patient's device was turned on and the impedances on electrode 0 were 'outside of the range.' Programming was done around the 0 electrode. No malfunctions were seen and no further intervention was planned. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v612849, product type lead.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).